Event description:
The customer stated that there was leakage after cord blood was filled into the cryocyte bag. There were 8 bags with the same packaging that leaked. The customer lost 8 bags of cord blood. The code number is r4r9951 and lot number is h08j22030. No negative patient outcome has been reported.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a cryocyte bag leak. There have been no reported negative clinical consequences for the patient at this time. As in all cases of cryocyte bag leakages, there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the patient at greater risk. As such, this issue could potentially cause or contribute to an event if it were to reoccur. (B)(6). Investigation of this case is on-going and a supplemental report will be sent upon its completion.